Event description:
On 9/9/96, the facility contacted a MFR rep and reported a number of issues regarding device access. It was stated that the pt came to the facility for therapy, at which time a 3/4" infusion set was used. The nurse reportedly had to hold down the infusion set during infusion. It was noted that the needle may have been too short. On another day, the pt was accessed and there was difficulty finding the device. The facility supervisor assisted and was able to access the device and obtain a blood return. During the next attempt to access the device, the device septum could not be located. There is a possibility that the device may have moved or flipped.